Event description:
It was reported by the customer's husband that the customer had high blood glucose levels of 600mg/dl. Customer's blood glucose level at the time 485mg/dl. Customer treated high blood glucose levels with manual injection. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.